Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced a broken sensor wire which occurred an unspecified day after the sensor had been inserted in the abdomen. Upon removal of the sensor, a portion of the sensor wire remained attached to the sensor pod, and a portion of the sensor wire remained in the skin. The patient alleged the broken portion of the sensor wire caused bruising under ¿the whole sensor area.¿ on (B)(6) 2023 the patient consulted a physician who performed a surgical incision, removed the broken portion of the sensor wire, provided stitches, and prescribed an oral antibiotic (clavam 375 mg tablets). At the time of the report, the patient was doing well after treatment. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
Cmpl-(B)(4).